Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. A non-bsc 6f guide catheter and a non-bsc guide wire were placed to access the patient's mildly calcified and moderately tortuous lcx obtuse marginal. Intravascular ultrasound was performed before a 12 x 2.00 mm nc quantum apex mr balloon catheter crossed the 90% stenosed target lesion. The balloon inflated to a pressure of 18atm on the first inflation, 18atm on the second inflation and burst on the third inflation at 18atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).